Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ deflation: no observed openings on the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and "straw colored fluid". Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "straw colored fluid".

Event description:
Healthcare professional reported left side deflation and "straw colored fluid". Device has been explanted and replaced.